Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: colon'), fallopian tube perforation ('left fallopian tube perforation') and pregnancy with contraceptive device ('pregnancy/pregnancy(termination)') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section in 2009, abortion in 2005, vitamin k increased, multigravida, parity 1 and nabothian cyst. Previously administered products included for an unreported indication: heparin from 2008 to 2009. Concurrent conditions included obesity, coagulation disorder, heart murmur, painful intercourse, menstruation abnormal, anemia, uterine bleeding, pelvic adhesions, endometriosis and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain ("lower back pain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea"). In august 2015, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic region pain"), hypertension ("high blood pressure"), vision blurred ("blurred vision") and asthenia ("no energy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, pregnancy with contraceptive device, female sexual dysfunction, headache, fatigue, weight decreased, alopecia, nausea, hypertension, vision blurred and asthenia outcome was unknown and the depression, migraine, dysmenorrhoea, back pain and pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, asthenia, back pain, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hypertension, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy in insertion date as mentioned: (B)(6) 2013 and 2009 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: 1. Cervix, uterus and bilateral fallopian tubes and peritubal cyst, hysterectomy and bilateral salpingectomy: - cervix, negative for squamous and glandular dysplasia. - no evidence of endometrial glandular hyperplasia or neoplasia. - uterine adenomyosis. - endometrial polyp. - paratubal cysts. - no evidence of tubal epithelial dysplasia. 2. Foreign body (essure): - essure device, gross only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: pfs and mr received: new event received from mr: left fallopian tube perforation. Reporter information were updated. Patient history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: colon') and pregnancy with contraceptive device ('pregnancy') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain ("lower back pain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic region pain"), hypertension ("high blood pressure"), vision blurred ("blurred vision") and asthenia ("no energy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, female sexual dysfunction, headache, fatigue, weight decreased, alopecia, nausea, hypertension, vision blurred and asthenia outcome was unknown and the depression, migraine, dysmenorrhoea, back pain and pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, asthenia, back pain, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hypertension, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy in insertion date as mentioned (B)(6) 2013 and //2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : case became valid after specified events. Event injury nos replaced with events alopecia, asthenia, back pain, depression, device dislocation, dysmenorrhea, fatigue, female sexual dysfunction, headache, hypertension, migraine, nausea, pelvic pain, vision blurred and weight decreased pregnancy with contraceptive device and device ineffective were added. Outcome updated. Product, patient & reporter information updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.